Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke while tightening the set screw. The tip of the driver was able to be retrieved and no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.